Event description:
It was reported that during interrogation of the right ventricular (rv) lead, trends demonstrate acute reduction of r-wave from around 8 millivolts (mv) to 2 mv, and approximately three days later showed further reduction to a minimum rv sensitivity of 0.3mv . Double counting of atrial signals resulted in eight inappropriate shocks. It was also reported that the rv lead was located in the ra lower lateral wall. The rv was re-positioned to the rv apex, and remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Event description:
It was further reported that device re-programming was also performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.